Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an infections where the straps are. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacy recommended going to emergency room. The patient has a home nurse that changes the dressings a couple times a week for the infection. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.